Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. There was slight angulation in the aortic neck. Aneurysm diameter is unknown. The final angiogram showed that device had migrated 1cm distally and a type I endoleak was present. A 28mm diameter x 3.75cm length aneurx aortic cuff was implanted to provide an adequate seal. It is reported the event was not device related, but due to the angulation in the aortic neck. No clinical sequelae were reported, and the pt is reported to be fine.